Manufacturer narrative:
Insulin pump was received with no up and down button response due to corroded keypad traces. No button error alarm, unexpected vibrator or audio and beep anomaly noted during testing. Insulin pump was unable to verify alarms due to no act and down button response. Insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump kept getting an unexpected restart. The device said it needed a new battery and customer was unable to get any of the buttons to work on the device. Customer was 171 mg/dl. Alarm and possible causes were explained to the customer. Customer reported the insulin pump was in the customer pants when normal wears in top pocket, as a significant event that may have cause the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.